Event description:
The customer's wife reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer's wife wants to know when to take the patients to hospital. The customer was advised that we can't tell her when to take the patient to the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.